Event description:
A customer contacted stryker to report that their device advised a shock for a rhythm they believed to be non-shockable. As a result, wrong defibrillation therapy would be delivered. There were no adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Stryker technician evaluated the customer's device and was unable to duplicate or verify the reported issue. The technician observed that some repairs not related to the reported issue were needed. The parts related to the unrelated repair are not available. The device can no longer be repaired.

Event description:
A customer contacted stryker to report that their device advised a shock for a rhythm they believed to be non-shockable. As a result, wrong defibrillation therapy would be delivered. There were no adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Section h11 has been corrected. It should indicate: in compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank. Stryker technician evaluated the customer's device and was unable to duplicate or verify the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.